Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. The customer had recently delivered a bolus and stated that they would wait until there was no more insulin-on-board (iob) before deciding if another bolus was needed. A system check performed with tandem technical support indicated that the pump was operating as expected. During a follow up call two hours later, the customer stated that bg levels were lowering and that they did not have any further questions.